Manufacturer narrative:
The pump, s/n: (B)(4), was received and tested. The reported failure mode was confirmed. During the evaluation it was noted that there was damage to the pcba. The damaged parts were replaced. The pump was retested and passed all functional tests. Service history record was reviewed, this device was manufactured in 2015. This is the second time this device was returned for service. The pump was 100% at the time of the last release on (B)(6) 2018. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported an issue of too much liquid.